Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified: white particles, missing of suture tab, broken of suture tap and one curved opening. A microscopic analysis and leak test were performed which identify one opening striated and broken striated of suture tap based on the device analysis the final assessment is: - one opening striated in the side anterior assessed as surgical damage. -a broken striated of suture tap assessed as surgical damage. - missing of suture tap assessed as inconclusive.

Event description:
Healthcare professional reported as they implanted a tissue expander on the right side, the "air deflated, they took out tissue expander, and noticed a tear/hole" in the device. They replaced with a new tissue expander that "also deflated, had a tear/hole in it as well." Surgery was completed with a back-up tissue expander. Devices were not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "air deflated, they took out tissue expander, and noticed a tear/hole" in the device".

Event description:
Healthcare professional reported as they implanted a tissue expander on the right side, the "air deflated, they took out tissue expander, and noticed a tear/hole" in the device. They replaced with a new tissue expander that "also deflated, had a tear/hole in it as well." Surgery was completed with a back-up tissue expander. Devices were not implanted.